Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit and unintended rf activation was observed. Upon closer inspection, the fuse switch, an internal component within the handle, was observed to be misaligned. Based on the condition of the returned unit, it is likely that the reported event was caused by the misaligned fuse switch. Based on initial description of the event, the event unit was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the unit experiencing unintended rf activation.

Event description:
Procedure performed: tlh. Event description: [name of hospital]. [Name of sales dealer]. This is a complaint from the market. Report from the sales rep via email; an error message frequently displayed that is not recognized the tissue. This error appeared last time as well. (The error message: "check device" described in user manual page 18, figure 7). This unit will be returned. Patient status: no clinical impact.